Event description:
Pt reports breast/nipple numbness and bleeding through the envelope. Also reports anxiety &/or depression, numbness in toes and fingers, pain burning sensation, elevated cholesterol or triglicerides, seeing spots and flashes of light, thyroid problems, chronic swelling and pain of extremities, heat or cold sensitivity, raynaud's disease, frequent low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, ovarian problems, frequent migraines/severe headaches, abnormal heart rhythm, hypersensitivity or allergies to: chemicals, molds, dust or pollen, unusual chronic infections, inflammation, swelling, pain/arthralgia, abnormal liver function tests, cough, chronic unexplained muscle spasms, muscle pain & burning, fibromyalgia. Unexplained rashes, sun sensitive, unexplained severe itching, numerous moles, freckles, non-restorative sleep, livedo reticularis, chronic fatigue syndrome, clumsiness/drop things, misjudge distance/run into objects, and sicca. Periods were very light, like tar and irregular. Implants were removed and 6 mos later periods came back to normal.